Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms and pace impedance measurements that had risen but remained within normal range. It was noted that there had been a gradual increase of these measurements over the last year. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting options, and this patient would be referred to their electrophysiologist (ep). The lead remains in service. No adverse patient effects were reported.